Event description:
During a transuretheral resection bladder procedure the pt received two 3 mm burns to the inner right thigh. The injury was treated topically with no add'l harm to the pt.

Manufacturer narrative:
The device is not being returned at this time. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.